Manufacturer narrative:
(B)(4). A batch documentation review showed no deviations during the manufacturing of the device. The complaint sample has been analysed. The following parameters were tested: endotoxine assay, osmolality, appearance, assay of polyhexanide. All tested parameters were within the specification, hence, no product failure detected. The IFU of the product was checked. The following is stated: side effects: in very rare cases, there may be a mild burning sensation after application of prontosan, but this usually dissipates after a few minutes. Prontosan can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported with prontosan products. Additionally, promanum pure (biocide, alcoholic solution for hand disinfection) was involved. The complaint is registered as report # (B)(4). Pronamun pure is registered as biocide in (B)(6) and is not sold in the united states. The product quantities sold in 2019 for prontosan wound gel x were over (B)(4) units. So far, no other serious adverse events for prontosan wound gel x have been reported. No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Twice a week at (B)(6), a bandage change is performed on the right foot in the heel area. In principle, the wound healing process is very good. To improve epithelialization and to force an optimized cleaning of one area, some bandages were changed or adapted. The following products were used: veriforte med wound irrigation solution (already used before) (fa. Focusmed). Prontosan wound gel x (newly applied) (fa. Bbraun). Flaminal forte (newly applied) (publiloc). Sorbion plus 10x10 (newly applied) (sorbion mayrhofer). Resposorb super 20x10 (newly applied) (fa. Paul hartmann). On leaving, the patient said goodbye to the physician with a handshake. The physician cleaned his hands with water and then disinfected them with promanum pure (bbraun). After several minutes the patient felt a burning sensation on the palm of his right hand and washed his hand, which did not lead to any improvement. But he did not contact the physician anymore. On the way home the patient also felt a burning in his left hand and a swelling tongue, as well as a pressure in his chest. At home the doctor was contacted, who sent an ambulance. After medical treatment the symptoms were reduced and a few hours later had completely subsided. The patient has recovered.